Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as indentations where the sensors and cables touch the skin. There was no alleged device malfunction contributing to rash. The patient¿s physician advised temporary removal of the lifevest to allow the area to heal. Outcome of the rash is unknown.